Event description:
Consumer complaint of about high control results. Customer states that she feels well and requires no medical attention. Customer's did not disclose what her expected blood results were. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.

Manufacturer narrative:
(B)(4). Returned meter, test strips and control solution evaluated with no defects found. Most likely underlying root cause: user tested outside of recommended environmental conditions.